Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during routine follow-up it was observed that this right atrial lead had high pacing impedances > 2000 ohms, noise, no sensing, pacing not being delivered when required, and loss of capture. The physician and patient discussed the issue and the device was reprogrammed to vvi 50 ppm. The patient will be monitored to see how he does, surgical revision may be done at at later date. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.